Event description:
Baxter (B)(4) received a report that a spike was broken. The set had been used for about 100 days. There was no patient injury or medical intervention. The actual sample is not available for evaluation.

Manufacturer narrative:
(B)(4). The patient discarded the sample so no evaluation can be performed.